Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pace impedances greater than 2000 ohms as well as pacing therapy not being delivered when it was required. As a result, the lead was surgically abandoned and replaced. There were no additional adverse patient effects.